Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving several remote care alerts. Noise episodes and upper high voltage lead impedance measurements were observed on the ventricular lead. The lead was capped and replaced. The patient is doing fine following lead replacement.